Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was found to have extrinsically distorted due to kinking/buckling. The proximal conductor was also found to have extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage was sustained at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead lodged itself in the superior vena cava (svc) and became stuck. It was very difficult to pull back and upon removal it was noted that the tip was bent and the stylet was difficult to pull out. The physician felt the lead could be damaged so it was not implanted and another lead was used. No patient complications have been reported as a result of this event.